Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, broken shell, red particles. A visual and microscopic analysis was performed which identified sharp broken, striated opening, puncture, crease fold and non-penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening. A striated opening due to surgical damage consistent in the use of some surgical tool. A striated punctured opening due to surgical damage like consistent in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.